Event description:
It was reported that a cartridge did not fit onto the pump due to an unspecified "faulty" o-ring issue. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.